Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was frustrated and indicated that the device/therapy was not working and the patient was not getting any signals to go. The patient tried to increase stimulation, but when the increased it they experienced pain. Stimulation was not painful at the time of the call. In a second call the patient reported that they were in the hospital and had been there for a couple days. The patient indicated that they did not feel any signals and their healthcare provider (hcp) explained that the patient may need to try for another week and the ens may have to be removed and another option tried. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.